Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during the prime or compromised force sensor system test due to faulty fsr. Insulin pump passed the displacement test, rewind test and basic occlusion test. Unable to perform the no delivery test due to motor error alarm. Motor passed motor test. Insulin pump had cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer¿s blood glucose level was unknown at the time of incident. The customer treated with pump and manual injection. The customer was assisted with trouble shooting. The insulin pump is being replaced and is expected to return for analysis.